Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported that the insulin pump alarmed threshold suspend. Customer stated that the sensor reading was 40-50 mg/dl but his blood glucose was 156 mg/dl. Customer reported that he got calibration error, changed sensor and test transmitter when he calibrated. Customer declined to continue the troubleshooting and stated he understood relationship between calibration error, sensor and blood glucose readings and change sensor. Advised customer the sensor would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.